Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they did not have very many wires that work, and program 1 works pretty well. The patient mentioned that if they keep up the voltage, eventually it gets so high that they have to charge the ins every few days, and the therapy does not work as well anymore. The patient asked about the long-term effects of using the different programs. The agent reviewed information with the patient and redirected the patient to their healthcare provider to further address the issue. Email sent to patient with physician listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va2c1yk); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they understood that the battery device would not cure the problem [illegible]. They had been informed that the device should last 15 years, they had theirs for 7 years. Their main concerns was if it was better to use one program that works well or switch frequently to the two programs that work but not as well. When they first started they only used program 2 and they had to constantly boost the power until it was so high (8.2) it would only work a few days. The cause of this issue was [illegible] of communication. They still do not have the answer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the statement that "they don¿t have very many wires that work" the patient wrote "see attached." The patient typed a response that said the following: as they understood, the wires were run from the battery in their back to their bladder. They were under local anesthesia during the operation, so their healthcare provider (hcp) asked them if they felt anything. They told them that they felt something at the end of their penis and the hcp said that was very good. They had sensed the other wires in nearby locations, but they thought that the first wire was the best, and was now called 'program 1.' It was the only program that currently worked well. Program 1 was originally used at the 1.8 setting, but now must be set at 4.0 and lasted about 10 days before the battery must be charged. All the programs started out with settings of 2.2 or less, but had to be increased each time they were put into service. All of them, except program 1, were now set at 8.2 or more which meant that the battery only lasted very few days . They were concerned that the one remaining wire they have will now become ineffective. They stated that they liked the implant when it was working well at a low setting. When the patient asked if the cause of the high voltage was determined, they reported no. They reported that steps taken to resolve the issue included that they call the manufacturer. They reported that the issue had not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2c1yk, implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.